Manufacturer narrative:
The reported fracture at the etch location was confirmed. The etch location was changed by a design revision in (B)(6) 2002. A recall was conducted, in (B)(6), to remove all affected products from the market. Note- affected product was not distributed in the u.s. As u.s distribution did not begin until april 2005.

Event description:
Neck fracture of the corail stem.